Manufacturer narrative:
(B)(4).

Event description:
It was reported transmitter issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.